Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred that resulted in a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated based on the cgm value of 77 mg/dl, they drank juice without checking a finger stick. The patient was with a friend during this time. The patient stated they were not feeling well, had abdominal pain and felt like they were going to vomit. The patient's friend brought the patient to the hospital emergency room (ER) where the patient's bg was 750 mg/dl while their cgm was displaying high. The patient was treated with zofran and IV fluids. After six hours, the patient was discharged from the hospital ER at 5:00am. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.